Event description:
Reporter alleged obtaining a discrepant blood glucose result of 326 mg/dl on the advantage system compared back to back with a result of 126 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated the emts had been called, because of a stomach ailment and that is what he was treated for. No other actions were reported taken or treatment received. A request was made for the return of the affected product.